Manufacturer narrative:
As reported, post implant of two (2) 3dmax light mesh patient experienced cruralgia, sharp and stabbing pain in the right abdominal, and pelvic area and reports undergoing numerous examinations ( CT scan / MRI / ultrasounds). The patient has sought surgical opinions. Based on the information provided no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the 3dmax light (device 1). An additional MDR was submitted to represent the 3dmax light (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report (n° (B)(4)): on (B)(6) 2021 the patient was implanted with two 3dmax light mesh. Event date of occurrence: (B)(6) 2021. Period of occurrence: following surgery to date. Description of the incident: following the operation (installation of 2 hernia prostheses (device #1 and device #2)): appearance of pelvic pain, right abdominal pain (iliac fossa) 1 week after the operation. Appearance of severe pain of the ¿discharges on the anterior face of the thigh up to the knee¿ type (cruralgia) 2 months after the operation. Permanent presence of severe right pelvic and abdominal pain from the operation to the present day. Patient's current condition: to date, all the pain (related to the operation and the installation of hernia prostheses) remains present, sharp and permanent (frequency and intensity): discharges on the anterior surface of the thigh up to the knee" (cruralgia): sensation of "electric discharge. Sharp ¿right pelvic and abdominal¿ pain: ¿stabbing¿ sensation in the right abdominal and pelvic area. Numerous examinations were carried out: CT scan / MRI / ultrasounds (5). Two (2) surgical opinions were requested. Actions taken in the care facility to manage the patient: (B)(6). This report represents 3dmax light (device # 1).